Manufacturer narrative:
(B)(6). Delivery system handle number (23420575-25) was returned for evaluation. The device was returned in a sheathed configuration. Accordioning to the outer sheath was noted 30 mm in length (measured from the tip of the outer sheath). A kink in the outer sheath was noted 80 mm proximal to the tip of the outer sheath. The distal components of the delivery system were fully unsheathed. It was not possible to bring the delivery system to loss motion most likely due to the damage to the outer sheath. Severe coupler finger bowing was noted. Fluoroscopy of the handle components was performed, and no issues were noted. The angiographic procedural media was reviewed and was consistent with the reported event. The valve was released without issue at an acceptable location. After detachment of the sheathing aids minor coupler finger bowing was evident. The delivery system was then pulled back into the descending aorta and the coupler finger bowing appeared to worsen. No resheathing was carried out at the annulus. The valve was then pulled down to the iliac artery where the distal components were still unsheathed. The physician then moved the delivery system back to the descending aorta and began resheathing. During resheathing accordioning of the outer sheath was evident. At 0:14 seconds the distal components appear fully resheathed. Seating of the nosecone was not shown.

Event description:
Reportable based on device analysis completed 23-july-2019. It was reported that difficulty resheathing occurred. Qualifying conditions: annulus diameter 24.5mm. Mild calcification. Procedure summary: the 25mm lotus edge bioprosthesis was prepped according to the instructions for use (IFU). It was a straightforward case with complete release of the valve. Post valve release, difficulties resheathing the delivery system occurred. After release of the lotus edge valve the delivery system was retracted into the descending aorta before attempting to resheath the distal components of the device. The attempt to resheath the delivery system components was not successful. Three additional attempts were made to resheath the delivery system components without success. Then the release collar was rotated counter clock wise and the device able to be resheathed successfully. The delivery system was removed without further issue. There were no patient complications due to the resheathing difficulties. However, returned device analysis revealed bent coupler fingers.